Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there was a button error. The customer was unable to clear the alarm. The unit was not exposed to moisture. The blood glucose reading was 12.5 mmol/l. No further information was provided.